Event description:
It was reported that this patient recently received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to over-sensed myopotential noise. The physician also noted that because the patient was so thin, the electrode body was able to be felt through the skin. There was no allegation of erosion. However, the physician elected to surgically explant the s-ICD system to resolve the event. As the patient's ejection fraction has reached 51%, it was determined that a defibrillator is no longer required. No additional adverse effects were reported. At this time, the explanted s-ICD system is retained by the patient and will not be returned for analysis.